Manufacturer narrative:
It has been indicated that the device from the reported event will be returned to angiodynamics for evaluation, however it has not yet arrived. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by angiodynamics' distributor in (B)(6), " the manifold was drawing in air - the health professional found a faulty manifold this morning. Primed using everything from bard pack but kept drawing in air somehow when aspirating syringe. As a test she had all taps flat (closed to all ports) apart from the injector syringe, she then put her finger on the left hand port and aspirated via the syringe on right hand port and it continued to withdraw air. There was no reported patient injury." It has been indicated that the used device will be returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the perceptor dts and manifolds product family and the failure mode "device air bubbles." No adverse trend was indicated. As received, the 3v manifold was returned with what appeared to be bio material {blood} inside and out. A visual inspection upon receipt was performed. It was noted during the visual inspection that a piece of the o-ring was broken. A visual inspection was performed on the rotating adaptor (ra), and confirmed a piece of the o-ring was missing from the o-ring in the stem cup. The reported complaint description was confirmed for rotating adaptor (ra) leaking air. The root cause of the air leak was a result of a broken/damaged o-ring in the rotating adaptor assembly on the manifold. The o-ring and rotating adaptor are manually assembled. Damage to the o-ring can occur during assembly if the o-ring is not placed flat in the bottom of the manifold stem cup. In addition, this connection is 100% visualized by the operator after the ra is swaged onto the manifold. The root cause for the broken o-ring is operator error during the assembly process and not identifying the non-conforming part during the visual inspection. The operators responsible for performing the process as outlined in angiodynamics assembly procedures for this device are no longer employed by angiodynamics. A full departmental re-training was performed recently for similar issues to raise awareness. Quality is tracked and reported daily in departmental meetings. These complaints were reviewed with all employees that currently perform these procedures with emphasis being placed on what can happen if our procedures are not followed. (B)(4).